Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of exhibiting premature battery depletion (pbd) as the estimated longevity calculation decreased three months in a time period of one month. It was noted that device replacement is being considered. No adverse patient effects were reported. Currently, this crt-d remains in service.